Event description:
On 2025-02-27: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has not yet been performed. On 2025-03-26: video of donning/doffing and photos of the abutment received from the clinic. However, the received information is not efficent for performing technical investigation. Integrum has been in contact with the clinic several times but not yet received the unit.

Event description:
2025-02-27: integrum has been informed that axor ii unit i11085 has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has not yet been performed. 2025-03-26: video of donning/doffing and photos of the abutment received from the clinic. However, the received information is not efficent for performing technical investigation. Integrum has been in contact with the clinic several times but not yet received the unit. 2025-05-28: integrum received a report form and axor ii unit i11085 for technical investigation to be performed.

Event description:
2025-02-27: integrum has been informed that axor ii unit (B)(6) has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. Manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. Technical investigation has not yet been performed.

Event description:
On 2025-02-27: integrum has been informed that axor ii unit i11085 has fallen off from the abutment. No further information is available yet and the unit has not yet been received at integrum. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. Technical investigation has not yet been performed. On (B)(6) 2025: video of donning/doffing and photos of the abutment received from the clinic. However, the received information is not efficient for performing technical investigation. Integrum has been in contact with the clinic several times but not yet received the unit. On 2025-05-28: integrum received a report form and axor ii unit i11085 for technical investigation to be performed. On 2025-06-02: technical investigation performed. During the investigation the device functions were tested and components inspected. The reported issue could not be replicated. The clamps showed signs of wear indicating that the abutment may not have been fully inserted at some point. During service the clamps were replaced. The device was thoroughly cleaned and functionally tested according to specification with approved results. Integrum has informed the clinic on the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.